Manufacturer narrative:
Inspection of device confirmed that percussion module had been placed upside down and that patient right-side manifold of the mattress had been damaged. Mattress is being returned to manufacturing for further inspection. Clinician interview with customer found that patient developed a suspected deep tissue injury (sdti) on their coccyx and she stated this was where the percussion module was located. Patient has since been transferred to local long term acute care and the sdti evolved to a stage IV injury. As customer sustained an injury which required hospitalization, this incident is reportable.

Event description:
Customer reports mattress was underinflating without alarming low pressure, resulting in patient coming in contact with hard surface of percussion module inside mattress. Contact with hard surface caused the patient to develop a pressure injury.